Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure on (B)(6) 2009. This device was used during the same procedure as the device reported on in manufacturer report # 3005099803-2009-05386. According to the complainant, during the procedure, the snare loop would not exit the catheter sheath. The complainant test the device prior to inserting it within the patient and they reported no additional issues with the device. The procedure was completed using another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; catheter sheath detached.

Manufacturer narrative:
(B)(4) other (snare loop failed to extend). A visual examination of the returned device found that the catheter sheath had detached from the strain relief, which was not initially reported by the complainant. Further inspection revealed that the core wires near the dongle shaft were bent. The condition of the returned device was consistent with the complaint that the device could not extend; the complaint was confirmed. The most probable root cause is operational context; actuating the handle while the snare is in a bent position can result in the bent core wires. This, in turn, increases the internal resistive forces and can cause the catheter sheath to detach. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).